Event description:
Boston scientific has become aware of the following event: two cyphers 3023 had been implanted at the lesion in a lcx distal and a cypher 3013 was implanted in a lcx proximal in this procedure. The ivus imaging was performed and incomplete stent apposition was noticed from lcx mid to proximal, but the device was unable to withdraw. The physician attempted to pull the device and the wire together, but only the wire was withdrawn. The physician tried to withdraw the device in many way. When the physician pushed the device a little and rotated the transducer, the device was withdrawn at last. The image was still appeared. The physician noticed that the wire exit port was curled-up a little bit. Completed the procedure with another device.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.